Manufacturer narrative:
The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on top of the reservoir compartment. The customer stated that the plastic part on top is damaged. The customer stated the damage occurred during set change. The customer's blood glucose level was 7 mmol/l at the time of the incident. The product was returned for analysis.